Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformances during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak test and voltage check and was found to meet product specifications. The load cell verification was found to be within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a m65 scale reading error that had occurred during drain one of the patient¿s therapy. It was noted that during cycle six, the patient had drained 3921ml which is 196% the patient¿s prescribed fill volume of 2000ml. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. The cause for the high drain volume was unknown. Follow up with the patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The patient completed their therapy using manual supplies. The patient did receive a replacement cycler and has been able to continue with their treatments without complication.